Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history review: please note this DHR is for non-sterile part 456.307. Part # 456.307. Synthes lot # 6615828. Supplier lot # na. Release to warehouse date: 07 mar 2011. Manufactured by synthes elmira. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is unknown if the device failed. It was used improperly and could not be locked because the helical blade was upside down. Therefore, this construct could not have worked as it was designed to.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent total hip surgery wherein trochanteric fixation nail (tfn) and titanium helical blade was explanted. Operative notes say that 125 degree nail was put in the patient but the doctor did not have a 125 degree helical blade aiming arm so tried to use 130 degree arm. The helical blade was left upside down in the patient and nail. Due to this, the nail could not be locked. Surgical delay was unknown. Patient outcome status is unknown. Concomitant device/s reported: unknown locking screw (part # unknown, lot # unknown, quantity of 1). This report is for one (1) 11.0 mm ti helical blade 110 mm-sterile. This is report 1 of 2 for (B)(4).